Manufacturer narrative:
Product has been received but evaluation of the device was not completed at the time of this report. This report is based solely on the information provided by the customer. An investigation of similar events found other similar complaints where the product broke while in use with a patient. No root cause could be determine and there was no serious injury reported in any of the cases. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). Pending investigation results.

Event description:
Customer reported the velcro strap holding the trach in place snapped off during a dressing change. The date the issue was discovered is unknown. No patient injury was reported.

Manufacturer narrative:
Product was received and analyzed. Analysis confirmed customer's complaint of a broken strap. The strap broke off at the stitching, the threads that secure the hook to the foam are completely missing and unavailable for review and the lot number is not known. It was also noted the hook strap did not meet specification because the end was cut at an angle. Unable to determine if this was done during manufacturing or by the customer. We were unable to determine if the root cause of the broken strap is related to the failure of the materials, caretaker's use in securing the straps, or the manufacturing process. At this time, there is no evidence a manufacturing non-conformity contributed to the reported complaint. The instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states " inspect before each use: check for broken stitches or parts; or torn, cut or frayed material; do not use soiled or damaged products. Discard if ¿hook¿ does not firmly adhere to white fuzzy backing". All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # 2018-00265.

Event description:
Supplemental required for additional information.